Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 300294 and lot number 2307512. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one (1) picture sample was received. Through evaluation of the picture, the reported defect of leakage past plunger was observed. The leakage most likely resulted from damage to the plunger component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. If the same event were to reoccur, we would appreciate the opportunity to investigate the affected physical sample. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. (B)(6).

Event description:
It was reported that bd discardit syringe s2 leaks past the stopper. The following information was provided by the initial reporter: as per the customer during a procedure in the operation theater when they were aspirating/ discarding blood from the 10ml and 5ml discardit syringe the remain of blood in the barrel/plunger was seen. As per the customer it happens with clear liquid medication also which is not visible, but as it was blood it can be clearly seen.